Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays intermittently. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned treatment was being performed when the issue occurred and was completed without any delay since the footswitch issue was intermittent. The philips remote service engineer (rse) inspected system remotely and confirmed that the footswitch was unable to trigger x-rays intermittently. Upon troubleshooting, the rse found that the footswitch was unresponsive sometimes. Therefore, the rse suggested customer to replace the footswitch and the replacement part was ordered. The issue was resolved when the footswitch was replaced. The system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The footswitch issue did not impact on the completion of the procedure. The procedure was completed on the same system without any delay, as the footswitch issue was intermittent and it did not have any impact on the procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.